Event description:
The pt contacted lifescan in 05 alleging that her one touch ultra meter was set to the incorrect ujit of measurement (uom). The meter was set to "mmol/l", instead of "mg/dl". The pt went to her physician's office for a blood glucose test. The pt did not specify the result obtained at the physician's office and no treatment was received. The pt did not experience any symptoms or receive treatment, therefore, there is no indication that the meter caused/contributed to injury. The customer service agent confirmed that the meter was previously set to the correct uom and she had not recently changed the uom through the meter settings. The meter was replaced.